Event description:
The subclavian area was anesthetized using 1% lidocaine. The left subclavian vein was cannulated without difficulty with good dark red flashback of blood. Wire was then fit through the needle without difficulty and needle was withdrawn. A small nick was made near the wire. The vein was dilated. Dilator was removed and then when I went to feed the svo monitor, the monitor would not feed. It would feed about halfway down the wire and then it would start to hang up. I pulled the wire back out slightly and noted that there was a small kink in the wire. I attempted to advance the so2 monitor past the kinked area and this was not possible. Therefore, the entire wire end and svo monitor line was withdrawn. When I withdrew the wire and the svo2 monitoring line, the distal aspect of the wire was extremely kinked up which is very unusual. There is also 1 small kink present approx halfway in the wire.